Event description:
Initiator reported that back to back tests performed on the pt's surestep meter were 6 and 66 mg/dl (167% difference). The meter is not cleaned according to MFR's product recommendations. No symptoms were reported. There was no allegation of harm.